Manufacturer narrative:
A3b: gender: n/a. A4: weight: requested, not provided. D6b: explanted date: device was not explanted. E3: occupation: (B)(6). A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that after completing the left heart catheterization, the doctor initiated the closure of the arteriotomy using a 6fr angio-seal. Although all steps were performed correctly, the patient began bleeding at the arteriotomy site once the suture was cut at skin level. Manual pressure was applied for 10 minutes, successfully stopping the bleeding. Discussions with the physician and technician suggested that the issue was not with the angio-seal device itself, but rather with the wire, which may have caused some vessel trauma. The patient underwent a left heart catheterization due to chest pain. There were no relevant tests available prior to the procedure. The blood loss during the procedure was less than 250cc. There were no injuries described, and no direct allegations were made.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential bleeding issue post-deployment. The exact root cause cannot be determined. The likely cause was determined to have been insufficient tamping to produce hemostasis or residual bleeding despite proper device deployment. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).